Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced palpitations due to left ventricular lead dislodgement. The event was thought to be related to the patient's anatomy and the implant procedure. The patient was hospitalized and a system revision was performed. The left ventricular lead was explanted and replaced. The patient is in stable condition.